Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported by customer that clinician had a malfunctioning midline kit when he went to place a line on patient, the breakaway sheath is suppose to split in 3 pieces and it didn't so he had to get a new kit. He did not save the pieces for you to send back. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that clinician had a malfunctioning midline kit when he went to place a line on patient, the breakaway sheath is supposed to split in 3 pieces and it didn't so he had to get a new kit. He did not save the pieces for you to send back. No other information was provided.